Manufacturer narrative:
(B)(4). Baxter received and evalauted the device and found it was in specification in relation to the reported symtpom, constant upstream occlusion alarms, which were not reproduced but confirmed during a review of the device event history log. The device passed testing and no component could be identifed for causality.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message. Any patient involvement, injury or medical intervention is unknown.